Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricle (rv) lead. An x-ray was performed, and no anomalies were observed. It was suspected that the noise may be caused proximity to a previously capped lead. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.